Event description:
The pt ((B)(6)) is implanted with two percutaneous leads (same lot) in the occipital region (off-label) for pain in the back and top of the head. It was reported that pt is no longer receiving stimulation in his right shoulder. An x-ray was taken for further interrogation and lead migration for the right side lead was confirmed. A consultation with the physician is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.